Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine alarmed suddenly with a persistent tone and the only intervention was to turn the machine off during the 06:00-07:00 hours of a patient¿s continuous renal replacement therapy (crrt) treatment. The screen was blue with the fresenius logo and no active buttons. The patient was disconnected and the patient¿s blood was not returned. As a result, the patient experienced approximately 250 ml of blood loss. The machine was reset up with a new set. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Event description:
It was reported that a multifiltrate pro machine alarmed suddenly with a persistent tone and the only intervention was to turn the machine off during the 06:00-07:00 hours of a patient¿s continuous renal replacement therapy (crrt) treatment. The screen was blue with the fresenius logo and no active buttons. The patient was disconnected and the patient¿s blood was not returned. As a result, the patient experienced approximately 250 ml of blood loss. The machine was reset up with a new set. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the evaluation of the machine files is complete. The system detected an error that triggered a software error. Switching the system off and back on should allow the system to work. The reported event is considered within scope of the product improvement. A review of complaints revealed that the reported failure type represents a known event. A review of the device history record was not completed due the event can be clearly attributed to the failure mode design. Based on all performed investigation/evaluations the described behavior could be reproduced. The alarm code is a collective alarm for pgm (poisson, gaussian, and multiplicative) miscalculation. The reported alarm code usually leads to the termination of the treatment and to stop the machine. After restarting, the treatment could be continued. Manual blood reinfusion should always be possible and is described in the instructions for use. The software version 6.02 solves some sources that lead to the alarm, however, not all sources are addressed. The result of the risk assessment is broadly acceptable. The reported event is confirmed.